Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient felt a jolting sensation when repositioning from lying on the stomach, while arching their back. The device was interrogated. The event was resolved on (B)(6) 2019. No further patient complications were reported as a result of this event.